Manufacturer narrative:
The device history review (DHR) for lot 13618893 was reviewed and no nonconformities were found that would have led to the reported complaint. D9 - device available for evaluation: no.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 3-gang 1o2® manifold w/back check valve, rotating luer generated a leak during patient use. The report states that they have experienced leaking with the product. No physical defects were noted prior to use. There was no patient harm reported.